Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic test due to loose protruded drive support disk. Unable to perform basic occlusion, prime, excessive no delivery test due to a33 alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.